Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) recently presented for a follow-up appointment after two years, and a code 1006, indicative of high voltage being detected during charge time, was observed during interrogation. Boston scientific technical services (ts) was contacted, and it was discussed that the patient had confirmed they received an external shock prior to the device implant but doesn't remember receiving an external shock in 2021 when this code 1006 had been declared. Additionally, the device was currently operating with battery capacity depleted (bcd) which meant therapy delivery cannot be ensured, and replacement was recommended. It was confirmed that a replacement procedure is anticipated but has not yet occurred. At this time, the ICD remains implanted and in-service. No adverse patient effects were reported.